Manufacturer narrative:
Complaint evaluation: the manufacturer's bench repair technician evaluated the device and confirmed the reported problem. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the defib capacitor was testing below specifications. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the defib capacitor was testing below specifications. There was no patient involvement.